Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that "she was all screwed up on her implant" and doesn't think her ins is working at all. The patient was offered to help troubleshoot, but the patient declined and wanted to see a manufacturing representative (rep). The patient also stated that she has changed the batteries in her patient programmer (pp) and that didn't resolve the issue. The patient did not elaborate on the issue. No further complications were reported. No patient symptoms were reported.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6), 2020. It was reported that the patient had let their ins go dead "years ago" because it was causing the patient "more problems", so they stopped using it. The caller didn't know any further details. It was reviewed that the ins was likely in a state of overdischarge and what further steps they would need to take (e.g., follow up with physician) to determine the patient's MRI eligibility for a lumbar scan. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient had not used their ins in "years" and the patient's daughter attempted to charge today and couldn't. The caller stated that the patient¿s daughter notified a manufacturer representative (rep) and stated that the rep told them they needed to call an MRI tech and have them call technical services. Technical services reviewed information regarding abdominal scans and stated that the patient would need an eligibility form or the controller to confirm full body eligible. The caller also said that they had a note from last year where the patient needed an MRI but indicated that the ins needed to be ¿supercharged¿. Technical services reviewed that the patient needing a physician recharge was still applicable. The caller did not know why the patient stopped using system.

Event description:
Additional information received from the rep indicated that they met the patient, completed a physician mode reset, and cleared the power on reset (por). The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the rep was made aware of the event (B)(6) 2019. The patient had an appointment scheduled for (B)(6) 2019. It was determined that the patient was inadvertently turning her stimulation off and on with every charging session. The patient had stimulation for 4 days on and then 4 days off. Therapy was only on half of the time. The patient was re-educated on recharging. The issue was resolved. The patient¿s weight was unknown. No further complications were reported/anticipated.